Event description:
It was reported that a kaguya disposable set had air in the cassette. This occurred during priming for peritoneal dialysis therapy. The nurse reported that this interrupted therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.